Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer will continue to use current pump for insulin therapy or revert to an alternate pump if needed.